Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that starting maybe a couple of days ago the patient could no longer feel stimulation when they turned stimulation on. The patient verified that their patient programmer had new batteries and their ins were completely charged. The patient confirmed that everything on their patient programmer works fine for they could increase or decrease stimulation and also have patient programmer display that stimulation was on or off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they have contact information for a manufacturer representative (rep) but have not reached out to them regarding this event. The patient mentioned that they only have group a programmed and that they keep their stimulation on a low setting and do not adjust their stimulation often.